Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 30 mg/dl. The wife of the customer reported that the low blood glucose levels of the customer were treated. The wife of the customer reported that the sensor did not alarm until the blood glucose levels were at 35mg/dl. The customer declined any helpline assistance. No additional information was provided.